Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0s1zs, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(6), product type programmer, patient. (B)(4).

Event description:
It was reported that since implant the patient has had a shocking sensation occur if he touches where the bottom of the implantable neurostimulator (ins) is. The shock will go from ins to his right hip. The patient stated he was told that it was part of the healing and it would be okay but it was getting worse. The patient stated that if he rolls over on it he will scream. The patient stated the ins has almost completely handled his penal pain and his frequency as well. The patient was meeting with their health care provider next week to assess. It was reported 2 weeks later that touching gently the bottom of the unit, sitting in a chair or driving and if the back touches the units leaning against a counter would cause the shocking sensation. The health care provider tried to adjust their unit to alleviate pain sitting in a hard chair and it did not work. The patient stated nothing was done. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.